Manufacturer narrative:
The investigation determined that a higher than expected vitros amon result was obtained from an api proficiency fluid when tested using vitros amon lot 1018-0253-5884 on a vitros 350 chemistry system. The most likely cause of the higher than expected vitros amon result is a vitros 350 chemistry system issue due to incubator contamination likely caused by the use of a hydrogen-peroxide based disinfectant on the instrument and permeant marker pens to mark erf fluids and other consumables on board the instrument. The higher than expected vitros amon result from api proficiency fluids was obtained on 05 may 2020. Historical control fluids around the time of the event were not provided when requested, therefore a vitros amon lot 1018-0253-5884 issue cannot be ruled out as a contributor to the event. Additionally, instrument performance was not verified around the time of the event. Api results were returned on 15 june 2020 and it was determined that quality control results from pv fluids on 15 june 2020 were outside the range of means, indicating unacceptable vitros amon performance. Furthermore, a diagnostic precision test on 15 june 2020 was unacceptable, suggesting an instrument issue. Following ortho fe service actions on the instrument, including replacing pads and annual preventative maintenance, a post-service diagnostic precision test indicated acceptable instrument performance. It is possible that vitros amon lot 1018-0253-5884 performance and unacceptable instrument performance contributed to the event on 05 may 2020, but this could not be confirmed as no quality control results around the time of the event were provided.

Event description:
A customer contacted ortho clinical diagnostics (ortho) global technical support center (tsc) to report a higher than expected vitros amon result from an american pathologist institute (api) proficiency fluid when tested using vitros amon lot 1018-0253-5884 on a vitros 350 chemistry system. Api am-01 result of 93 umol/l versus the expected result of 63.5 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the higher than expected result when processing a non-patient fluid. No patient results were affected around the time of the event. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).